Event description:
It was reported that during the implant procedure, the right atrial lead was unable to be implanted due to unacceptable capture thresholds and a sensing anomaly. The lead was not used. Another lead was implanted successfully.

Manufacturer narrative:
(B)(4).